Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition to the above findings, it was also determined that the buttons on upper enclosure are damaged.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service centre. The technician confirmed particles in the air path during the device evaluation. The device was visually inspected and found evidence of foam degradation. The third-party service center concludes that they could confirm the customer's allegation. During the evaluation secondary findings was observed. There was 0 error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In addition to the above findings, it was also determined that the buttons on upper enclosure are damaged, additional information received the patient alleging visualization of particles.